Event description:
Caller states that he received results of 539 mg/dl and 489 mg/dl and gave himself insulin. He went to the hospital where he tested at 196 mg/dl a half hour later. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.